Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: sub-acute thrombosis requiring medical intervention. Device issue: none. It was reported that it was an ami case and the target lesion was in the distal rca. After aspirating thrombosis, a pre-dilatation was performed with another company's balloon and the vision was implanted. The procedure was finished with no problem. Two hours later, the pt had st elevation and ptca was re-performed and sat was observed. Thrombosis were aspirated and another company's stent was implanted in the vision. It was noted that there was a collateral vessel observed. When the vision was implanted, blood flow of the rca was resurged and some blood in the collateral flowed into the rca, thus the flow of blood from the collateral likely contributed to the sat somehow. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. It is unknown if the vision stent is related to the pt's reported experiences, as there was presence of thrombosis before the implant. Since there was no reported device failure or issue. There does not appear to be any indications of a stent delivery system quality problem. A conclusive root cause for the complaints cannot be determined; however, st elevation and sat are known possible events in the risk assessment. It should be noted that this was an ami case, and according to the IFU, this is a contraindication for pts who have experienced a recent (less than 1 week) acute myocardial infarction.